Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During a premature ventricular contraction procedure, a pericardial effusion occurred requiring a pericardiocentesis to stabilize the patient. The physician believes the effusion occurred while moving the catheter inside the right ventricle, no rf had been delivered. Hypotension was noted and an echocardiogram was performed which revealed a pericardial effusion. The patient made a full recovery and has been discharged home. There were no performance issues with the catheter.